Event description:
Follow up information received reported that the patient had no concerns with their device therapy.

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 748240, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 3389-28, lot# v069283, implanted: (B)(6) 2008. Product type: lead: product ID 3387-40, lot# j0436998v, implanted: (B)(6) 2004. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one of the patient's devices "went off." There was a reading stating the device was off. It was stated the device was turned back on about a half hour after it was noticed to be off. After it was stated the device "never went off again." It was added that "everything was working again." The reason the device was off was unclear. A follow up report will be sent if additional information is received.